Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump had corroded keypad traces. No moisture damage was noted under the display, electronic assembly, or the motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump was in a pool for about ten minutes and then the screen went blank and the insulin pump alarmed. The blood glucose reading was 300 mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.